Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial tachycardia ablation procedure, contact force was unable to be displayed despite exchanging the catheter. The fiber optic port was also cleaned to no resolve. Without the contact force, the atrial tachycardia was not able to be fully suppressed. The procedure was completed without contact force and no adverse consequences to the patient, however, the patient still had the atrial tachycardia.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing confirmed the reported issue as communication with the catheter could not be established. Additional testing of the fiso diagnostics revealed the absence of signal at the channels two and three location. Replacing the internal fiber optic cables on channels two three restored normal functionality to the system, as confirmed during the measurement of contact force. Based on the information provided to abbott and the investigation performed, the root cause of the reported contact force issue was isolated to the abnormal functionality of the internal fiber optic cable on channels two and three. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The root cause of the reported contact for issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored.